Event description:
Philips received a complaint by the customer on the v60 indicating that the device turns on and off on its own. The system was not in clinical use; there was no reported harm to patient/user. Onsite service was scheduled per customer request.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Based on the errors from the event log, failure is indicating towards 35v failure. Power management board was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.